Event description:
The customer reported being in the emergency room due to high blood glucose of 482mg/dl. The customer stated that her blood glucose was elevated and could not control. Initially, the caller stated that the battery cap was stuck, and the device had a blank display. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with cracked battery tube threads, scratched display window, and stripped battery cap coin slot.